Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Initial reporter is synthes sales consultant. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on an unknown date, the 4.2mm drill bit was hitting the nail when drilling for the targeted distal interlock. Surgeon was able to pass the drill bit through, but it still hit the nail. No patient consequence or surgical delay was reported. This report is for one (1) standard insertion handle. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: initially reported as (B)(6) 2018, but should be (B)(6) 2018; name device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2018, the long drill bit was hitting the nail when drilling for the targeted distal interlock. The surgeon was able to pass the drill bit through, but it still was hitting the nail. The procedure was successfully completed. There was a two-five (2-5) minute surgical delay. The patient was stable. There was no patient consequence reported.

Manufacturer narrative:
A device history record (DHR) review was conducted for part no.: 03.010.045, lot no.: 9517959: manufacturing location: haegendorf, release to warehouse date: 15.sep.2015: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was conducted. Flow: device interaction/functional. The insertion handle (part 03.010.045, lot 9517959, mfg 15.sep.2015) was received at us cq showing signs of use (scratches and slight deformations) but nothing that would inhibit function. Functional test: the insertion handle was able to assemble with mating aiming arm, however a full functional test could not be performed as full intraoperative conditions could not be recreated due to all mating devices not being returned. The complaint was not able to be replicated therefor the complaint does not agree with complaint condition. Dimensional inspection: dimensional analysis was not performed as the insertion handle successfully mated with the aiming arm which is the part the drill bit would interface with in order to create the complaint condition. Document/specification review: the relevant drawing(s) was reviewed. Conclusion: the complaint condition is unconfirmed as the insertion handle showed no functional defects. There is no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.